Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-11241. Reference MFR report: 1627487-2012-11242. It was reported the pt had lost significant weight and she had uncomfortable stimulation. The sjm rep determined there were invalid contacts on the lead, including some low impedance readings. The physician had scheduled surgical intervention to address the issue. The pt has two leads, however, three lot numbers will be reported as it was determined which two leads remained.